Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device became stuck with the wire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the moderately calcified coronary artery. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The catheter and the guidewire were removed as on unit. The procedure was completed with another of the same device. No patient complications reported.